Manufacturer narrative:
10/04/2017 (B)(4). The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter and between the catheter and the sheath. The pressure and extender tubing were also returned. The optical fiber was found to be broken within the catheter tubing 72.1cm from iab tip. A review of the reported alarm has determined that "standby one minute" is a cardiosave pump display feature which informs the user of the amount of time the unit was in "standby" mode. It is not an alarm, although it was reported as one. The actual alarm causing the unit to go into standby mode was not reported. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal, extender and pressure tubing was performed and one leak was detected on the membrane approximately 1cm from the rear seal measuring 0.038cm in length. The reported event was most likely triggered by a leak which was found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. The evaluation confirmed the reported problem. An abrasion leak is a known inherent risk and common failure mode caused by calcified plaque in the aorta. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Complaint # (B)(4); record # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy alarmed and stopped inflating when repositioning patient. Troubleshooting of alarm determined that blood was visible in tubing connecting the iab to the intra-aortic balloon pump (iabp). The tubing was clamped and the iab was removed. The catheter and sheath were removed. There was no harm or injury to the patient.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. We continue our efforts to follow up with the customer for its return. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy alarmed and stopped inflating when repositioning patient. Troubleshooting of alarm determined that blood was visible in tubing connecting the iab to the intra-aortic balloon pump (iabp). The tubing was clamped and the iab was removed. The catheter and sheath were removed. There was no harm or injury to the patient.